Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an issue of a saline drip was not delivering fast enough during therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction: d10: concomitant product. Additional information: h3, h6, h11. H11: the device was received for evaluation. During functional testing, nurses reported a saline drip was not delivering fast enough was reproduced. The device was tested for flow accuracy and was found to deliver with -6.26267%. A review of the history log revealed multiple "downstream occlusion!" Alarms occurred on that date and the occlusion was cleared and the pump restarted in the same timestamp. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be pressure plate was out of adjustment. The pressure plate travel requires adjustment to address this issue. Should additional relevant information become available, a supplemental report will be submitted.